Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The vessels had minimal calcification and tortuosity. The right external iliac was 6 mm in diameter, and the left external iliac was 7 mm in diameter but it may have been narrower in the femoral artery. The pt has a history of coronary stents implanted. It was reported that the bifurcated device was delivered and deployed via the left side and it required some force to insert it; however, there was no need to dilate or angioplasty the vessel during insertion. The contralateral limb was inserted easily without dilatation. Upon removal of the delivery systems of the main device and contralateral limb some of the external iliac intima on both sides was removed along with the delivery systems (see MFR # 2953200-2010-01175). Although there was no major trauma to the iliac arteries the doppler pulse measurements confirmed that there was inadequate distal flow. The decision was made to perform bilateral external iliac-to-femoral bypasses, which were successful. The pt was fine post-implant. On the evening of next post operative day, the pt reportedly developed chest pain and suffered an mi during the morning of the following day but was stable later on. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results: (small iliac arteries).